Manufacturer narrative:
The root cause for the alleged infection was unable to be determined. The patient's medical history is unknown, and it is unknown whether the patient sustained a trauma prior to the failure. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or sterilization of the implants or a nonconformance.

Event description:
A patient underwent a revision surgery on (B)(6) 2020 performed by dr. (B)(6) due to an alleged infection. The surgeon performed an incision and drainage procedure to remove the infected tissue. The tibial poly spacer, tibial hinge component, and the distal femur axial pin were all revised with identical implants.